Manufacturer narrative:
H10: additional manufacturer narrative: this is one of four manufacturer reports being submitted for this article. Refer to medwatch number 41899, 41900, 41901, 41902 and 41903 for additional events within the same article. The devices are not available for evaluation, as they remain implanted. The date of the event is unknown; however, according to the article, the study period was from 2nd of january 2008 to 31st of december 2014. Thus, the first day of the reported study period (2 jan 2008) was used as the occurrence date. Article citation: anselmi a, aymami m, tomasi j, d'alessandro g, langanay t, corbineau h, mancini j, flecher e, verhoye jp. Late clinical and echocardiographic results with the magna ease pericardial aortic bioprosthesis. Eur j cardiothorac surg. 2023 nov 24:ezad351. Doi: 10.1093/ejcts/ezad351. Epub ahead of print. Pmid: 38001032. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "late clinical and echocardiographic results with the magna ease pericardial aortic bioprosthesis", the following events were identified as pertaining to an edwards devices: 4 patients with a valve model 3300tfx implanted in aortic position underwent valve-in-valve procedure due to structural valve deterioration (svd) after an unknown implant duration.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.